Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that he was having trouble with his ins. The patient reported that every once in a while, even when walking stimulation kicks in like it¿s in ¿high gear¿ and started it just about puts him down on his knees. The patient reported that it was firing as hard as it can. The patient confirmed that he meant uncomfortable stimulation. The patient reported that this mostly happened when he was walking but stated it had done it while sitting too. The patient reported that he was not feeling the uncomfortable stimulation at the time of the call and confirmed the device was currently on. The patient didn¿t have his patient programmer with him at the time of the call to check settings. The patient reported that it had gotten so bad that he turned it off during the night because he noted that it kicked in during the night and wakes him up. The patient reported that he has had no falls that could be related to this issue. No further complications were reported.